Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported inability to remove the lock line and cap detachment was confirmed via returned device analysis. It has been noted in the instructions for use, states: loosen the lock lever and gripper lever caps to de-air. Do not turn lever caps more than half of a turn in the open direction. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the evaluation of the returned device, it is likely that the end of the lock line became knotted after the cap detached from the lock lever and therefore caused the inability to remove the lock line (user technique). The detachment of cap was due to the user error and the reported improper or incorrect procedure or method was due to the user turning the cap more than half of a turn in the open direction. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other mitraclip referenced is being filed a under a separate medwatch report.

Event description:
This is being filed to report inability to remove lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the ntr clip delivery system (cds 90105u162), it was noted that the lock lever cap was turned more than a half a turn in the open direction, causing the cap to come off the cds. The cds continued to be used. During the deployment sequence, the lock line could not be removed; therefore, the clip was not implanted and the cds was removed. A second ntr cds (90105u161) was advanced to the mitral valve; however, during the deployment sequence, the clip partially reopened to approximately 20-30 degrees. The clip was reopened and reclosed, and closed on the fourth attempt. The clip was deployed, reducing mr to 3; however, a posterior leaflet tear was noted. A third clip was deployed to further reduce mr. The mr could not be further reduced due to the leaflet tear. Two clips were implanted, reducing mr to 3. It was noted that the patient experienced respiratory failure due to the issue with the clip and was treated successfully with a ventilator. No additional information was provided.